Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound, the metal piece at the end of the sheath from the subject became disconnected from device and lodge in the lungs. It was immediately removed with biopsy forceps without apparent harm to the patient and it did not impact procedure. The procedure was completed with the same device.

Event description:
No additional information submitted by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information in h4. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.